Event description:
It was reported that the patient experienced malfunction and fluid loss with an artificial urinary sphincter (aus). The aus was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Additional information was reported that the patient experienced fluid loss.

Event description:
It was reported that the patient experienced malfunction and fluid loss with an artificial urinary sphincter (aus). The aus was explanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.